Manufacturer narrative:
In initial report, the manufacturer device date provided was inadvertently reported as 4/9/2008, however the correct date is 06/19/2015. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
In initial report, the manufacturer year provided was inadvertently reported as 4/9/2008, however the correct date is 6/19/2015. Through follow-up we learned that the bed was successfully finished but the side cut had not been started yet. So there was no open wound or incision made. The rescheduling of the procedure to the next day is not considered as an interruption by the customer. The procedure was a success and there were no patient injuries. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser showed errors 211 (z galvo out of position) and 209 (z galvo position check error) during a procedure. The operation had to be partly rescheduled and completed during the following day. No additional information was provided.